Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller chose to reset the pump at that time.